Event description:
A peritoneal dialysis (pd) nurse reported a patient had passed away on (B)(6), 2014, from cardiac arrest. She stated that the patient was admitted to the hospital from the nursing homeon (B)(6), 2014. This was for comfort measures only. The patient was no longer using the cycler, but performing pd therapy manually. Pdrn confirmed that patient's death was related to the cycler.

Manufacturer narrative:
The returned cycler was refurbished prior to this event being reported. A device investigation will not be performed as the cycler has been refurbished. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.